Event description:
Customer reported pump was alarming for air-in-line and when the chamber was opened, a microscopic hole in tubing was noticed. No pt harm occurred. The tubing was changed over to another set. Although requested, no further info was available.

Manufacturer narrative:
(B) (4). (B) (4). The set was received for evaluation. The customer's experience of a microscopic hole in the tubing causing air-in-line was confirmed. The cause of the leak was due to a tear on the silicone segment near the upper fitment, during inspection, crush marks were found present on the upper fitment. The root cause for the reported issue was not identified. The known failure modes for leaks in this silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. A review of the finished lot history record did not show any mfg issues or anomalies resembling this failure.